Event description:
Reported as "my first band had slipped and been removed".

Manufacturer narrative:
The product associated with this report will not be returned. Based upon the serial number and implant date provided by the reporter the connector type is assuemd to be a taper ii. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the reported events of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal".